Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. Additional information from the manufacturer states a clinical/medical assessment was performed on (B)(6) 2020 for this complaint. The doctor reported that in the given situation, the patient injury is generally due to surgeon error and not related to a device error. The DHR review performed for the complaint device has not indicated any issues with the manufacturing process that might explain the failure observed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received . Please see the updates in sections: g4, g7, h2 and h10. The doctor reported that the tonsillectomy tips were utilized during the procedure. The doctor cannot recall if the devices were used successfully in other cases in between. Also, cannot recall anything being different in operation of the devices during the procedures.

Manufacturer narrative:
A gyrus ent g3 generator was returned along with a plasma blend version 1.12 and tcrf version 2.12, was returned due to ¿not putting of sufficient power during coagulation¿. The customer¿s footswitch was returned but no hand-piece. A visual inspection of the appearance found scratches on bottom chassis, but no visual damage on the sockets. All switches were functional. Noted that there were recoverable errors ¿412¿foot pedal stuck ¿captured in error log history; however, no functional problem was found with the footswitch during testing the bipolar hand-piece. The generator was checked and a recognized our test hand-piece 70353008 and a plasma knife dissector 70353107 ta2 tip, observed that the generator could generate sufficient power to the hand-piece during coagulation. Furthermore, the measurable output inspection was performed in electronics line. All the power outputs of the generator were within standard specifications. However, the generator failed the ¿pc yellow pedal response test¿ which was one section of the short circuit display test due to a faulty pkrf board. The test was not related to the power output, only affecting the tone and display power limit. In addition, found that the customer¿s footswitch coagulation pedal failed three times the ¿rf output power control test¿ when checked on the tcrf (monopolar side only). Therefore, the customer¿s footswitch was also faulty as it would not activate the coagulation output for monopolar. Based on the evaluation findings, the reported complaint of g3 generator not putting of sufficient power during coagulation was not duplicated when checked on the bipolar output. The generator also passed all power outputs. The customer¿s footswitch was faulty and only not working when checked on the monopolar side. If customer used their faulty footswitch on the monopolar side which might have contributed to the reported complaint. The customer's footswitch did not affect the biopolar coagulation, and customer using a bipolar hand piece 7035-3112.

Event description:
The company representative reported a post-operative bleed following the use of a g3 generator and hand piece. The user suggested that the g3 generator was not putting sufficient power during coagulation. The patient was undergoing a tonsillectomy. There was severe bleeding.